Event description:
It is reported that the patient was revised due to pain, swelling, and loosening. The patient reportedly received the cementless nexgen knee in (B)(6) 2009 and was revised on (B)(6) 2012. An aspiration performed in 2011 was also reported.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.